Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information from a competitor representative that this right atrial (ra) lead was extracted and a new lead was implanted. The cause for the extraction remains unknown. No additional adverse patient effects were reported.